Event description:
A nurse reported that during a vitrectomy procedure, there was a problem during the fluid-gas exchange with a possible gas leak in the equipment. After the pack was replaced, the case was able to be completed without impact to the patient. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been rec'd for evaluation. A root cause has not been identified. (B)(4).